Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking;" capsular contracture, baker grade unknown.

Event description:
Patient reported right side implant "is leaking." Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: capsular contracture [baker grade unknown] requiring capsulectomy and increased risk of alcl. Plaintiff has not been diagnosed with bia-alcl." Affected side is right. The device has been explanted.